Event description:
Unomedical reference number (B)(4). Event occurred in spain on 12-apr-2024, it was reported that on (B)(6) 2024, the patient experienced that the infusion set cannula had bent in 30 minutes after use. The patient was standing when the infusion set was placed, and the stomach was the site. Additionally, mentioned that the patient had sufficient subcutaneous tissue where set was inserted unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.